Event description:
It was reported to medtronic minimed that the customer experienced physical damage (crack or scratch) on the pump. The customer reported no adverse event. The event involved product mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use of the device. Mmt-1781k was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap locks properly into the reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the pump during analysis. Retainer ring damage (a partially broken retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.